Event description:
Customer stated that she has been going high. The insulin is used in one day and customer is unsure why. Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was in the 400 range. The physician readjusted the basal rates. The physician also informed customer to use manual injections if she goes high again. Customer stated that she is doing well. Customer experiences highs and lows a lot. Customer also sleeps for more than eight hours due to medication. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.